Manufacturer narrative:
The reported event of high capture threshold was not confirmed in the laboratory. Only the connector portion of the lead was returned in one piece measuring 17.7 cm. The damages found were consistent with surgical damage. No other anomalies were noted. The cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the atrial lead exhibited high capture threshold. On (B)(6) 2019, the lead was explanted successfully. The patient was in stable condition.